Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "bilateral patency" in 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), abdominal pain lower ("lower abdominal pain / severe abdominal cramping ,even when not menstruating"), back pain ("back pain, even when not menstruating"), arthralgia ("hip pain, even when not menstruating"), uterine pain ("uterine pain, even when not menstruating"), dyspareunia ("painful intercourse"), uterine leiomyoma ("uterine fibroids"), migraine ("worsening of her migraine headaches"), fatigue ("chronic fatigue"), anaemia ("anemia"), weight increased ("weight gain"), weight decreased ("weight loss"), uterine enlargement ("enlarged uterus"), adenomyosis ("adenomyosis"), cervicitis ("chronic cervicitis") and cervical cyst ("nabothian cysts"), abdominal pain(abdominal pain). The patient was treated with surgery (underwent a total hysterectomy, with bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, arthralgia, uterine pain, dyspareunia, uterine leiomyoma, migraine, fatigue, anaemia, weight increased and weight decreased had not resolved and the uterine enlargement, adenomyosis, cervicitis, cervical cyst and abdominal pain outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anaemia, arthralgia, back pain, cervical cyst, cervicitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine enlargement, uterine leiomyoma, uterine pain, weight decreased, weight increased and abdominal pain to be related to essure. The reporter commented: as a result, on (B)(6) 2012, plaintiff underwent a bilateral tubal ligation. More specifically, despite treatment, plaintiff symptoms did not improve. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: revealed bilateral patency of fallopian tubes postoperatively, plaintiff was diagnosed with: an enlarged uterus; adenomyosis; chronic cervicitis; and nabothian cysts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating, pain") and device dislocation ("malposition of essure device location of device: tubes/abnormal location/ abnormal location of the essure coils with patency") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included solpadeine (tylenol 1). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 months 5 days after insertion of essure, the patient experienced fatigue ("chronic fatigue/ fatigue"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced anaemia ("anemia") and uterine leiomyoma ("uterine fibroids") with uterine pain. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/ menorrhagia with irregular cycle") and migraine ("worsening of her migraine headaches"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, menstrual disorder ("abnormal menstruation"), headache ("headaches"), uterine enlargement ("enlarged uterus"), adenomyosis ("adenomyosis") with abdominal pain, back pain ("back pain, even when not menstruating/ lower back pain"), arthralgia ("hip pain, even when not menstruating"), cervical cyst ("nabothian cysts") and cervicitis ("chronic cervicitis"). The patient was treated with oxycocet (percocet), tramadol, estradiol, surgery (underwent a total hysterectomy on (B)(6) 2016, with bilateral salpingectomy and diagnostic cystoscopy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, migraine, headache, anaemia, dysmenorrhoea, dyspareunia, weight increased, uterine leiomyoma, back pain and arthralgia had not resolved, the device dislocation, uterine enlargement, adenomyosis, cervical cyst and cervicitis outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the fatigue and alopecia was resolving. The reporter considered adenomyosis, alopecia, anaemia, arthralgia, back pain, cervical cyst, cervicitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine enlargement, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as a result, on (B)(6) 2012, plantiff underwent a bilateral tubal ligation. More specifically, despite treatment, plantiff symptoms did not improve. Discrepancy noted as per pfs: date of removal of essure: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: abnormal location of the essure coils with patency. Postoperatively, plantiff was diagnosed with: an enlarged uterus; adenomyosis; chronic cervicitis; and nabothian cysts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal, menorrhagia), headaches, hair loss, malposition of essure device location of device: tubes/abnormal location/ abnormal location of the essure coils with patency. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.